Event description:
It was reported that a balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.